Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump exchange was due to a pump pocket infection. The pump pocket infection was identified on 07jul2023 as positive cultures were obtained for methicillin-susceptible staphylococcus aureus (mssa) (MFR # 2916596-2025-07265). The patient had ongoing problems with wound healing following multiple debridements. The infection was not treated prior to the pump exchange. The exchange was device or device therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2025.